Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the synchron lx I 725 instrument. An initial accu tnl result was 0.80ng/ml. The accu tnl result was not reported out of the lab. On the same day, the pt original sample was re-tested for accu tnl. The repeated accu tnl result was 0.09ng/ml. The repeated accu tnl result was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.